Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported hcp had surgery to evacuate the hematoma on (B)(6) 2023. Patient had an ID on (B)(6) 2023 due to an infection in the incision. Patient had a pic line for antibiotics and was referred to infectious disease. Patient had a office visit on (B)(6) 2023 and according to the medical assistant, the wound looks good now.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 21-aug-2027, UDI#: (B)(4); product ID: 97 7d260, serial/lot #: (B)(6), ubd: 22-aug-2027, UDI#: (B)(4) h3: product ID 977d260 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID 977d260 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens). It was reported that there was an epidural hemorrhage at lead pull.  The patient had two percutaneous leads placed by hcp on wednesday (B)(6) 2023. Hcp stated access was easy and unremarkable. Lead placement was also unremarkable with leads placed at t6-t8. During the trial the patient did not have or did not comment of any symptoms or deficits. The patient said at best he received 40% improvement in his pain. The patient presented to the clinic today (B)(6) 2023 around 9:00 a.m. For his lead pull. The leads were removed without any difficulty. The patient began bleeding and gauze was used to put pressure on the patient¿s back. They applied a pressure bandage where the bleeding was under control. The pain and discomfort in the back and legs improved. They sat the pt during the bleeding control the patient complained of back and leg pain. Patient was taken from the clinic to the emergency department and may be transported to a different hospital for surgery. The issue is ongoing.